Event description:
Caller reported that intermittent occlusion alarms occurred. The customer changed the pump supplies and resumed insulin to address the alarms. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; although specific value was not provided. The customer's husband addressed the elevated bg by administering a manual insulin injection. Ketone levels were identified as life threatening by health care provider. Reportedly, the customer visited the emergency room (ER) on multiple occasions; however, specific dates were provided. The customer was treated with intravenous fluids of saline and insulin. The customer was released from each ER visit the day after arriving at the ER with the issue resolved and no permanent damage.